Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Unable to perform any test due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, severely scratched display window, and cracked case near display window corner noted.

Event description:
The mother of a customer reported via phone call that the insulin pump was worn in the swimming pool and got wet. Customer indicated that there is moisture underneath the display screen. The customer's blood glucose reading was 160 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.